Manufacturer narrative:
Medwatch sent to FDA on 11/23/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "injection hurt," severe bruising, black and blue and indentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Patient reported that they were injected in "acne scars all over the cheeks" and their "laugh lines" with "one or two" syringes of "juvederm® xc." Patient indicated that the same day they were injected that the injection "hurt". Patient stated the next day, they developed "a severe bruise" on "the inside of the left laugh line." Patient also stated it was a "bad black and blue" and it "looked like I had been beaten." Patient saw the doctor the day after the initial injection, and received "several injections to try and dissolve the product," and also received a "topical cream to help increase circulation to the area." Patient was also concomitantly treated with botox® in the forehead and in between the eyebrows. Patient stated the bruising resolved two weeks later. However, the patient stated they currently "have an indentation" in the area they had the bruise, and it's still a "subtle dark." Patient takes wellbutrin and adderall concomitantly but stated that they did not take adderall they day of the injection.